Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. Evaluation summary: analysis of the absolute pro self expanding stent system (sess) noted blood on the shaft, tip, and handle with no saline visible, consistent with the reported use in the anatomy and procedural handling. The handle was unlocked, the distal sheath was fully retracted and the rack was fully in the proximal position, all consistent with normal deployment. It was noted that the tip had stretched edges, consistent with a potential interaction with the edge of the stent in the anatomy. No further damage was noted. Factors which may contribute to the reported apposition of the distal end of the stent include, but are not limited to, low radial force due to manufacturing issue with the stent, anatomical interference from calcification or highly occluded vessel, improper device size selection, severe tortuousity, and improper pre-dilitation technique. In this case, it was reported that the vessel was totally occluded. It is possible that in this case, the occlusion may have been severe enough to interfere with the full implantation of the stent. This deployment issue will be attributed to operational context. The reported difficulty removing the catheter appears related to the reported poor stent apposition. From the information reported, the stent did not fully oppose the vessel wall on the distal end, thus creating an edge that the catheter tip interacted with. This is supported by the damage noted to the tip, which shows markings that likely came from catching on the struts of the stent. Per the instructions for use (IFU): the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, the absolute pro sess was used in the sfa, which is not indicated. There is no indication that this use led to the difficulty deploying the stent or difficulty removing the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. There is no indication of a lot specific product quality issue. This type of reported event will continue to be monitored. In manufacturing, the stent is 100% visually and dimensionally inspected on-line. Additionally, a sample of every stent lot and finished device lot is taken for additional visual and dimensional testing.

Event description:
It was reported that the procedure was to treat a totally occluded superficial femoral artery (sfa). Pre-dilatation was performed and the absolute stent was deployed. When an attempt was made to withdraw the delivery system, it was stuck on the distal end of the stent. The distal end of the stent didn't look fully deployed. It took about 3 minutes of manipulation before the device could be removed; however, this was not considered a clinically significant delay and there were no adverse patient effects. Post-dilatation was performed with a 6.0 balloon and two additional non-abbott stents were deployed proximal to the absolute stent to complete the procedure. The patient outcome was good. No additional information was provided.